Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. The photos were reviewed and the indicated failure mode for sleeve side piercing was observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of sleeve side piercing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve side piercing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder the sleeve of the non-patient cannula was pierced on the side. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder the sleeve of the non-patient cannula was pierced on the side. There were no health consequences or impacts reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.